Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 300mg/dl. The customer mentioned having a bad reaction to insulin and her endocrinologist made her to go to the hospital. The customer requested someone coming to the hospital to provide additional training on the insulin pump. No further information was provided.